Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 42 mg/dl and 72 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. They treated low blood glucose levels with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The insulin pump was not on auto mode at the time of incident. The customer did not allege the insulin pump for over delivery. The insulin pump passed troubleshooting. The insulin pump will not be returned for analysis.